Event description:
Facility reported a pt experienced itching at the site of the needle insertion. The pt was treated with benadryl IV. No further pt ill effects. This occurred to this pt twice at two different treatments. The samples are available for evaluation.